Event description:
It was reported that during a lap appendectomy procedure, the device was difficult to fire and would not cut or staple. The handle was broken. Another device was used to complete the procedure. There was no adverse consequence to the pt.

Manufacturer narrative:
Evaluation summary: the analysis results found that the instrument was returned with the firing mechanism damaged and no reload present. The instrument was disassembled to verify the condition of the internal components and the firing trigger teeth were found broken, no functional test was performed. No conclusion could be reached as to what may have caused to reported incident, as there was no reload returned for analysis. A 100% inspection takes place during mfg to ensure the device meets the required specifications prior to distribution. The mfg records were reviewed and no anomalies were found during the mfg process.